Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08300. The patient received the scs system on (B)(6) 2011. It was reported that the patient was unable to feel the stimulation. The lead impedances were low. An x-ray revealed that the lead extension was pulled out of the header. On (B)(6) 2011, the extension was reused and a new extension was connected to the existing extension and the ipg header. (B)(6) later the patient lost the stimulation and an x-ray revealed that the extensions were disconnected. Both of the extensions were removed and a new extension was used.